Event description:
It was reported that during the procedure, when the coil (subject device) was half inserted, deployment attempt of a stent was tried. However, the stent got stuck and couldn¿t be withdrawn. This caused the movement of an associated microcatheter. Due to these series of events, the half inserted subject coil got stuck on the stent and after several attempts of withdrawal, the far end of the coil got stretched and fractured in the vessel. Based on additional information received, it was reported that the patient developed muscle weakness and was under temporary medication. It was also reported that coil fragments were left in the patient anatomy and a snare device was not used for attempted removal. There was no vessel injury due to this event. The procedure was not completed successfully and no further information is currently available.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications as the product was unable to be analysed as per nc 2325700. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient and it was prepared as per the dfu. The patient¿s anatomy was moderately tortuous. The event description states 'when withdrawing the stent delivery wire, the stent distal bumper was stuck at distal of the stent and couldn't be taken out. During the adjusting, the stent migrated a lot and was apart from the aneurysm neck completely. The catheter was migrated out of aneurysm during withdrawing the stent delivery wire and the coil which was half inserted was stuck on the stent and couldn't be filled or withdrawn. After several tries the coil stretched and fractured in the vessel'. It is probable that the deployment of the stent and subsequent attempt to remove the sdw and coil caused the damage to the coil and subsequent patient harm. An assignable cause of procedural factors will be assigned to the as reported events. The issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, when the coil (subject device) was half inserted, deployment attempt of a stent was tried. However, the stent got stuck and couldn¿t be withdrawn. This caused the movement of an associated microcatheter. Due to these series of events, the half inserted subject coil got stuck on the stent and after several attempts of withdrawal, the far end of the coil got stretched and fractured in the vessel. Based on additional information received, it was reported that the patient developed muscle weakness and was under temporary medication. It was also reported that coil fragments were left in the patient anatomy and a snare device was not used for attempted removal. There was no vessel injury due to this event. The procedure was not completed successfully and no further information is currently available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added the device was not analyzed as per nc 2325700. The device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed as per nc 2325700. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications as the product was unable to be analyzed as per nc 2325700. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient and it was prepared as per the dfu. The patient¿s anatomy was moderately tortuous. The event description states 'when withdrawing the stent delivery wire, the stent distal bumper was stuck at distal of the stent and couldn't be taken out. During the adjusting, the stent migrated a lot and was apart from the aneurysm neck completely. The microcatheter was migrated out of aneurysm during withdrawing the stent delivery wire and the coil which was half inserted was stuck on the stent and couldn't be filled or withdrawn. After several tries the coil stretched and fractured in the vessel'. It is probable that the deployment of the stent and subsequent attempt to remove the sdw and coil caused the damage to the coil and subsequent patient harm. An assignable cause of procedural factors will be assigned to the as reported events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, when the coil (subject device) was half inserted, deployment attempt of a stent was tried. However, the stent got stuck and couldn¿t be withdrawn. This caused the movement of an associated microcatheter. Due to these series of events, the half inserted subject coil got stuck on the stent and after several attempts of withdrawal, the far end of the coil got stretched and fractured in the vessel. Based on additional information received, it was reported that the patient developed muscle weakness and was under temporary medication. It was also reported that coil fragments were left in the patient anatomy and a snare device was not used for attempted removal. There was no vessel injury due to this event. The procedure was not completed successfully and no further information is currently available.